Event description:
A malfunction was reported when the pump display froze, and it could not be cleared with the button alarm. The customer's blood glucose level at the time was 85 mg/dl, which is within the normal range. The customer attempted a pump reset with guidance from technical support, but the issue persisted. Consequently, a replacement pump was provided, and the customer was instructed to use multiple daily injections as backup therapy to ensure continued insulin delivery. The customer understood the instructions for placing the old pump into storage mode before returning it.